Event description:
It was reported that the atrial lead exhibited high impedance, a capture anomaly and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead was returned. The proximal insulation was abraded at multiple locations. Abrasions are indicative of exposure to constant friction with another implantable device.